Manufacturer narrative:
(B)(4). Batch # t5a36r. Additional information received: event per medwatch report # unk: during a small bowel repair, ethicon stapler tlc75 malfunctioned and would not staple. A second stapler was utilized to carry out the anastomosis, but an additional segment of small bowel had to be removed. Patient had previously undergone a laparoscopy with adhesion removal on (B)(6) 2019. Can you please follow-up to gain clarification of the following from the surgeon - was there any patient consequence associated with the additional bowel resection that took place? How long was the or time extended by (minutes, hours)? Paperwork submitted that the hospital filed which answered these questions. In addition I believe in the initial complaint was listed that additional time was required to finish the case. A new stapler was opened and a new anastomoses was required. Investigation summary: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The cartridge reload had the proximal 36 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reloads had the swing tab in the locked position. The cartridge reloads was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. (B)(4).

Event description:
It was reported by the rep, surgeon was performing a bowel resection and the stapler started to fire but did not finish. He claimed it would not go down the track and that he didn¿t trust that the staples were secure, as they didn¿t form complete b¿s. He resected additional bowel and finished the case with a new tlc75. The procedure was delayed but the amount of time was not specified.

Manufacturer narrative:
(B)(4) date sent: 08/25/2020. Additional information received: medwatch mw#5095684. No new information provided.